Event description:
Blender in use on pt and being analyzed at the time of incident as reading 35%, when attempt made to turn down fi02 to 30%, fi02 jumped to 60%. When attempt was made to wean fi02 further to 21%, blender fi02 jumped to 80%.